Event description:
It was reported by the distributor that the pump battery was unresponsive. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.